Event description:
He also had the inflammation was all over her body [inflammation] ([swelling], [facial swelling]). After the procedure the patient traveled to the beach and she had presented inflammation in both knees [joint inflammation] ([joint swelling]). Applied 6 ml of synvisc (3 synvisc injections of 2ml each) as a single dose/product prescribing issue [off label use of device] . Case narrative: this case is linked to (B)(4)(related case ID). Initial information was received on 22-sep-2022 regarding an unsolicited valid serious case from a physician from mexico. This case involves a 60 years old female patient for whom it was reported that inflammation was all over her body, inflammation in both knees after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Also, applied 6 ml of synvisc (3 synvisc injections of 2ml each) as a single dose/product prescribing issue. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had no medical history, concomitant disease, or risk factor. At the time of the event, the patient had ongoing meniscus tear (knee) and gonarthrosis of second degree almost third degree (knee). On (B)(6) 2022 (saturday), the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection in right knee for meniscus tear and gonarthrosis of second degree almost third degree at dose of 6 ml once (3 synvisc injections of 2ml each as a single dose; product prescribing issue - off label use of device; latency: same day) (strength, lot, expiry date: unknown). The physician no longer had information on batch number. The technique was performed in a careful and correct manner verifying the return of synovial fluid from her knee by the doctor. The doctor mentioned that he applied 6 ml of synvisc (3 synvisc injections of 2ml each) since it was only a supplementation treatment, since he would later perform surgery on the patient for meniscus tear and gonarthrosis of second degree almost third degree. So, this treatment was only a management option. After the procedure the patient traveled to the beach and the patient contacted him on monday to notify him that since sunday ((B)(6) 2022) she had presented inflammation in both knees (arthritis) (joint swelling) (intensity: mild; required intervention) and that on monday the inflammation was all over her body (inflammation) (swelling) (intensity: mild; required intervention) and face (swelling face) (intensity: mild; required intervention). The doctor asked if she had consumed seafood, in order to rule out a possible food poisoning; however, the patient denied having consumed seafood during that time). The doctor indicated as corrective treatment an injection of dexamethasone and antihistamines; after a few hours the patient reported that the inflammation had gone down with the management indicated by the doctor. The doctor prescribed a treatment for a possible allergy described as an injection of dexamethasone and antihistamines and after a few hours the patient reported that the inflammation had gone down with the management indicated by the doctor. Additionally, the doctor asked if there was any protocol to treat possible reactions to the medication. He had never seen anything similar happen with any of his other patients. Patient did not experience any additional symptoms/events. There were no lab data/results available. The company suspect product was not inappropriately used as per local marketing authorization. Action taken: not applicable for off label use of device, drug withdrawn (discontinued) for rest both events. Corrective treatment: one injection of dexamethasone and antihistamine for both the events. At time of reporting, the outcome was recovered on (B)(6) 2022 for the event inflammation was all over her body and inflammation in both knees, unknown for off label use of device.

Manufacturer narrative:
Sanofi company comment dated 29-sep-2022: this case involves a 60 years old female patient who had the inflammation was all over her body, face (inflammation) while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
She also had the inflammation was all over her body [inflammation] ([swelling], [facial swelling]) after the procedure the patient traveled to the beach and she had presented inflammation in both knees [joint inflammation] ([joint swelling]) applied 6 ml of synvisc (3 synvisc injections of 2ml each) as a single dose/product prescribing issue with no reported adverse event [off label use of device]. Case narrative: initial information was received on 22-sep-2022 regarding an unsolicited valid serious case from a physician from mexico. This case is linked to (B)(4) (multiple devices used in a single patient). This case involves a 60 year old female patient for whom it was reported that inflammation was all over her body, inflammation in both knees after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Also, applied 6 ml of synvisc (3 synvisc injections of 2ml each) as a single dose/product prescribing issue with no reported adverse event. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had no medical history, concomitant disease, or risk factor. At the time of the event, the patient had ongoing meniscus tear (knee) and gonarthrosis of second degree almost third degree (knee). On (B)(6) 2022 (saturday), the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection, liquid (solution) (strength: 48 mg/6ml) (route unknown) for meniscus tear and gonarthrosis of second degree almost third degree at dose of 6 ml once (3 synvisc injections of 2ml each as a single dose; product prescribing issue - off label use of device; latency: same day) (lot, expiry date: unknown). The physician no longer had information on batch number. The technique was performed in a careful and correct manner verifying the return of synovial fluid from her knee by the doctor. The doctor mentioned that he applied 6 ml of synvisc (3 synvisc injections of 2ml each) since it was only a supplementation treatment, since he would later perform surgery on the patient for meniscus tear and gonarthrosis of second degree almost third degree. So, this treatment was only a management option. After the procedure the patient traveled to the beach and the patient contacted doctor on monday to notify him that since sunday ((B)(6) 2022), the next day after the injection, the patient reported that both knees were swollen (joint swelling; intensity: mild, required intervention), her face was swollen (swelling face; intensity: mild; required intervention), presented inflammation in both knees (joint inflammation, required intervention) and that on monday ((B)(6) 2022, latency: 2 days) the inflammation was all over her body (inflammation, required intervention) (swelling - intensity: mild, required intervention). The doctor asked the patient if she had consumed seafood, in order to rule out a possible food poisoning; however, the patient denied having consumed seafood during that time. The doctor prescribed a treatment for a possible allergy described as an injection of dexamethasone and antihistamines and after a few hours the patient reported that the inflammation had gone down with the management indicated by the doctor. Additionally, the doctor asked if there was any protocol to treat possible reactions to the medication. He had never seen anything similar happen with any of his other patients. Action taken: not applicable for off label use of device, drug withdrawn (discontinued) for rest both events. Corrective treatment: one injection of dexamethasone and antihistamine for both the events. At time of reporting, the outcome was recovered on (B)(6) 2022 for the event inflammation was all over her body and inflammation in both knees, unknown for off label use of device. A product technical complaint (ptc) was initiated on 23-sep-2022 for the product, batch number and expiry date: unknown with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints and trending to determine if a CAPA was required. Final investigation was completed on 02-nov-2022 and summarized conclusion provided as no assessment possible. Additional information was received on 23-sep-2022 from quality department. The ptc results were added, strength of suspect product was added and formulation was updated. Text amended accordingly. Based on the previously received information, aosi (analysis of similar events) comments have been inserted in the case.

Event description:
He also had the inflammation was all over her body [inflammation] ([swelling], [facial swelling]). After the procedure the patient traveled to the beach and she had presented inflammation in both knees [joint inflammation] ([joint swelling]). Applied 6 ml of synvisc (3 synvisc injections of 2ml each) as a single dose/product prescribing issue with no reported adverse event [off label use of device]. Case narrative: initial information was received on 22-sep-2022 regarding an unsolicited valid serious case from a physician from mexico. This case is linked to (B)(4) (multiple devices used in a single patient). This case involves a 60 years old female patient for whom it was reported that inflammation was all over her body, inflammation in both knees after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Also, applied 6 ml of synvisc (3 synvisc injections of 2ml each) as a single dose/product prescribing issue with no reported adverse event. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had no medical history, concomitant disease, or risk factor. At the time of the event, the patient had ongoing meniscus tear (knee) and gonarthrosis of second degree almost third degree (knee). On (B)(6) 2022 (saturday), the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection, liquid (solution) (strength: 48 mg/6ml) (route unknown) for meniscus tear and gonarthrosis of second degree almost third degree at dose of 6 ml once (3 synvisc injections of 2ml each as a single dose; product prescribing issue - off label use of device; latency: same day) (lot, expiry date: unknown). The physician no longer had information on batch number. The technique was performed in a careful and correct manner verifying the return of synovial fluid from her knee by the doctor. The doctor mentioned that he applied 6 ml of synvisc (3 synvisc injections of 2ml each) since it was only a supplementation treatment, since he would later perform surgery on the patient for meniscus tear and gonarthrosis of second degree almost third degree. So, this treatment was only a management option. After the procedure the patient traveled to the beach and the patient contacted doctor on monday to notify him that since sunday (11-sep-2022), the next day after the injection, the patient reported that both knees were swollen (joint swelling; intensity: mild, required intervention), her face was swollen (swelling face; intensity: mild; required intervention), presented inflammation in both knees (joint inflammation, required intervention) and that on monday (12-sep-2022, latency: 2 days) the inflammation was all over her body (inflammation, required intervention) (swelling - intensity: mild, required intervention). The doctor asked the patient if she had consumed seafood, in order to rule out a possible food poisoning; however, the patient denied having consumed seafood during that time. The doctor prescribed a treatment for a possible allergy described as an injection of dexamethasone and antihistamines and after a few hours the patient reported that the inflammation had gone down with the management indicated by the doctor. Additionally, the doctor asked if there was any protocol to treat possible reactions to the medication. He had never seen anything similar happen with any of his other patients. Action taken: not applicable for off label use of device, drug withdrawn (discontinued) for rest both events. Corrective treatment: one injection of dexamethasone and antihistamine for both the events. At time of reporting, the outcome was recovered on 12-sep-2022 for the event inflammation was all over her body and inflammation in both knees, unknown for off label use of device. A product technical complaint (ptc) was initiated on 23-sep-2022 for the product, batch number and expiry date: unknown with global ptc number: 100265025. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints and trending to determine if a CAPA was required. Final investigation was completed on 02-nov-2022 and summarized conclusion provided as no assessment possible. Additional information was received on 23-sep-2022 from quality department. The ptc results were added, strength of suspect product was added and formulation was updated. Text amended accordingly.